Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power cord plugs cut off issue during demand pm. No patient involvement, .

Manufacturer narrative:
Due to character limit in e1 event site name is corewell hlth william beaumont univ and address is 3601 w thirteen mile rd. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2. Corrected field: h11. A getinge field service engineer (fse) reseated x4 transducer plug into board. No response or update has been provided, the complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Updated field: b4, d9, (g1 (contact office, contact person: mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d5, e1 (initial reporter, event site email), e2, e2, e4, g2.

Event description:
N/a.